Event description:
The user facility reported that the vitrectomy cutter being used in a combined case failed. The surgeon complained there was no cutting action at all. It was replaced with a new cutter and surgery was completed without further incident. Surgery delayed approximately 5 minutes. No patient harm reported. No other details available.

Manufacturer narrative:
The product was discarded. The lot number is unknown. Therefore the device history record cannot be reviewed. The investigation is ongoing.

Manufacturer narrative:
Additional information received that there was no aspiration and no cutting. This event no longer meets criteria of a reportable malfunction.